Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-device remains implanted, and delivery catheter was discarded. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular reintervention surgery for a prior non-gore device to treat an iliac aneurysm, utilizing gore® excluder® aaa endoprosthesis (plc271000 contralateral component). It was reported during the procedure after inserting the sheath with the plc2171000 device inside the sheath, it was noted the sheath was too distal. The physician tried to reposition the sheath, and while attempting to remove the plc device, it unintentionally deployed into the distal right external iliac instead of the right common iliac. It was also reported the delivery catheter of the plc2171000 device was removed. The sheath was then repositioned and got another plc device to finish the procedure. The new plc device was implanted in the right common iliac with no further issues. The patient tolerated the procedure with no further issues noted. The delivery catheter was discarded and no further patient information is available. The cause of the unintentional deployment remains unknown. It was reported the patient's anatomy was tortuous and when the sheath was being repositioned, the patient was not under fluoroscopy. The plc device was at the edge of the sheath, and once fluoroscopy resumed, it was then observed that the plc device deployed into the external iliac. No knobs were unintentionally turned and cause remains unknown. The plc271000 device will remain in the distal external iliac, and no blood flow issues were noted with this plc device.